Event description:
Information was received from a patient with an implantable pump for non-malignant pain. Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient mentioned that between april and may they've been keeping records and 26 times got "system needs to restart due to system error" and the length of time taking to get bolus was from 8-35 minutes and an hour in retrieving. The patient mentioned that they were able to bolus: 14/day (but they took all 14 because they would be locked out for 4 hours) version: 2.0.1700. Handset serial number: rf8t6027lcl. The agent reviewed data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag and the patient commented it was faster and was able to get bolus and was locked out for 1 hour. The agent reviewed properly closing the application with the patient.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, software version: 2.0.1700. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.